Event description:
During evaluation of a returned spectrum pump, the device had a hard to operate number 5 key. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device number 5 key was hard to operate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.